Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309623. Batch# 3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb leaked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Pr# (B)(4)- gattex - primary packaging - difficult to open. Bd syringe: 1. Plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch). 2. Needle 23x1-1/2. Bd catalogue: 309623 and 305194. Bd syringe lot numbers: 3340120 and 3320231. Takeda awareness date: 04sep2024. Report received from accredo on 04sep2024: patient is having difficulty getting cap off syringe. Patient stated that she was having trouble removing caps from syringes and considered using pliers. She states that when she tries to pull the cap off, the needle comes off too. Also stated that when trying to draw up gattex, the medicine was leaking out of the syringe as she was drawing it up. Her nurse advised her to discard that vial and use a new one. Per ms follow-up with accredo: ¿patient did not report which needle she is referring too.¿ product: gattex . Country of origin: united states. Sample / photo availability: no sample or pictures provided. Ae: n/a.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - leakage other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.